Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No frozen screen noted. Device had battery cap damage due to stripped coin slot and scratched lcd window. The backlight functioned properly and no backlight dim during testing. Device had moisture damage at the motor assembly and electronic assembly. However, the device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests.

Event description:
Customer's mother reported via phone call that the insulin pump got wet at the pool and then it alarmed button error. It was stated that the customer woke up with high blood glucose and found the display was frozen. It was also reported that the device had a scratched screen and the battery cap is stripped. They also stated the backlight has been dim. Blood glucose value was 408 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.